Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Material fragmentation. Product evaluation: product is expected, but has not yet been received. Method: no testing methods performed.

Event description:
It was reported that during an ess procedure, the bur broke and the fragment seemed to be left in the patient¿s body within the maxillary sinus. The doctor performed surgery on (B)(6) 2013, to remove the fragment, which is expected to be returned for analysis. At this time the patient has inflammation in the area and an unusual odor; no other symptoms.

Manufacturer narrative:
Device received for evaluation on (B)(6) 2013. Product evaluation: when received for analysis, the condition of the broken tip showed presence of contaminants, indicating customer use. Only the broken tip was returned for evaluation. It appeared that the blade tip had broken off from the spiral wrap assembly causing it to dislodge from the device. The remaining device (including the spiral wrap assembly) was not returned for evaluation. The blade teeth were observed under magnification and appeared free of damage. This type of breakage of spiral wrap near the tip is indicative of possible procedural / anatomical / operational factors encountered by the customer during procedure which may have led to the failure observed on the device. These factors include and are not limited to difficult anatomical location, bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to device breakage. Method: microscopic inspection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.